Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used one venaseal device to treat the great saphenous vein under local anesthetic using transducer compression. During the procedure the catheter tip was placed 5cm caual to the gsv. The procedure was completed successfully. It was reported that the patient presented at the 72 hour ultrasound with a glue induced thrombus, equivalent to an ehit - 3. The patient was prescribed and took oral doses of lovanox and responded positively. The patient has fully recovered.